Manufacturer narrative:
The test strips were requested for investigation. The meter and test strips were returned. Retention controls were used with the returned meter and test strips: control ranges: level 1: 30 - 60, level 2: 261 - 353. Results: level 1 ¿ 47, 47, and 47 mg/dl, level 2 ¿ 325, 313, and 323mg/dl. All returned results are within acceptable range. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of a discrepant high glucose result for 1 patient tested with accu-chek inform ii meter serial number (B)(4) compared to a different inform ii meter. The initial result from the inform ii meter in question was 389 mg/dl. This result was believed to be too high for the patient. The patient was tested on a different inform ii meter within 15 minutes with a result of 84 mg/dl. This result was believed to be correct.